Event description:
It was initially reported that the patient was in the ER, and the healthcare provider (hcp) indicated "safe state" and "reset occurred" regarding the pump. The pump was programmed out of safe state. On 2012 (B)(6), pump logs showed that the pump was in safe state, "low battery - reset and reset occurred". Drug delivered via the device was fentanyl 1000mcg/ml. A pump replacement was planned. It was later reported that the pump had alarmed and confirmed by telemetry regarding reset, reset-low battery and safe state. On 2012 (B)(6), patient heard the pump alarm; telemetry did not confirm alarm. Patient experienced a return of symptoms. It was further added that the pump had been "messing up for some time and they have been removing more meds than expected during refills". It was noted that the alarm had been occurring for at least 3 days. It was later reported that the patient reported hearing a beep on (B)(6) 2012 which at that time was not realized that it was from the pump. The next day patient began to feel nausea and increased pain to her low back and bilateral lower extremities. Patient thought she had a virus or other type of acute sickness. On (B)(6) 2011 patient called the nurse told her the symptoms and at the time had not realized that her pump was alarming. Patient was admitted and her pump was interrogated and the low battery alarm and pump safe state was noted in the logs from (B)(6) 2012. She was treated with IV medications for pain and withdrawal symptoms and consulted by a surgeon for pump replacement which was postponed until (B)(6) 12 due to a urinary tract infection. Device troubleshooting was done on (B)(6) 2012. The patient was brought to surgery on (B)(6) 2012 where her pump was replaced and the catheter was observed as patent as 2ml of csf (cerebrospinal fluid) was removed from the catheter without problems. The pump logs did not indicate eos (end of service) of battery; an emi (electromagnetic interference) was also not noted. As of 2012 (B)(6), it was reported that the patient was currently stable with surgical pain and was being monitored in the medical centre.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information: it was later reported that the patient recovered without sequela.

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: 2009 (B)(6), expalnted: unk.

Manufacturer narrative:
Analysis of the pump revealed that the event was due to motor feedthru anomaly and the pump passed the battery resistance test. Low battery voltage and a pre-mature eri was also noted to have occurred on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2018-jan-09 indicated the patient experienced failure of delivery failure. The patient had injuries of withdrawal (previously reported). The date of injury was under investigation. No further complications were reported.